Event description:
It was reported that the customer's insulin pump was delivering insulin at a faster than normal rate. The customer's blood glucose reading was 242 mg/dl at the time of the report, down from an earlier reading of 300 mg/dl when she first disconnected from her insulin pump. The insulin pump has been dropped several times. She declined troubleshooting. The customer was advised to revert to a back-up plan. The product has been returned. Nothing further to report.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly or reservoir emptying too fast was noted during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken belt clip slot.